Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Pump supplies were changed multiple times and the cause for the occlusion alarms was not identified. Pump system check performed on the day of the report found the occlusion to be related to the cartridge. Tandem technical support (cts) advised the contact to change the pump supplies. Blood glucose (bg) ranged from 267-493 mg/dl. Customer was admitted to the hospital on (B)(6) 2019 with a bg of 493 mg/dl. Customer had not yet been released. Contact did not provide further information and disconnected from call with cts.